Manufacturer narrative:
Device is a combination product. (B)(4) . Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that distal stent rows 4-7 were damaged with stent struts lifted and pulled in a distal direction. The undamaged distal section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 13-dec-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. After pre-dilation, a 4.00x16mm synergy¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to severe calcification and angulation. The procedure was completed with a different device. No patient complications were reported and patient's status was fine. However, returned device analysis revealed stent damaged.